Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and capsular contracture. Facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implant 475 cc on the left side and with mentor memorygel breast implant 450 cc on the right side and suffered from bilateral pain and breast illness symptoms. The patient experienced bilateral capsular contracture baker grade IV on the left side and baker grade ii on the right side. As a result, the patient had undergone removal without replacement on (B)(6) 2020. This medwatch is for the left breast implant.